Event description:
It was reported that following a tka, the surgeon felt resistance while trying to remove the catheter. The catheter broke leaking a small portion in the site. At this time, the surgeon is not planning on removing the catheter.

Manufacturer narrative:
The device was not returned for evaluation. In addition, no lot number information was provided.